Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2019. While closing the wound, the suture was detached from the needle when passing the needle through the dermis. It was not a control release needle. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/10/2019. Device evaluation summary: it was received for analysis an empty opened foil, a detached needle and a dispensed suture of product code z494, lot mkz686. During the visual inspection of the needle, the swage and attachment area were noted to be as expected; however, marks on the edge of the needle that appears to be by the use of a surgical instrument was noted. In addition, the end of the suture was cut appears to be by use of the surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable of the performance pull off suture needle, suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.